Event description:
Adverse event: induced astigmatism. A surgeon reported an asymmetrical treatment on the left eye of one pt. The postop topography shows the superior part of the corneal ablation seems to be more flat in comparison to the interior. The surgeon stated there was no harm or injury to this pt, he just wanted a review of the file and feedback. Pt records were sent and reviewed. During a follow-up call to the surgeon regarding the review, it was mentioned that there was some irregularity or asymmetry in the preop topographical profiles, however, the surgeon felt this was normal. The records showed this pt exhibited induced astigmatism and a one line decrease in bcva at the 1 month postop exam. The surgeon restated the pt was not harmed or injured and that the pt's vision had been between 20/20 and 20/30 preoperatively, and he felt this was caused by the optic nerve hypoplasia that the pt has. He also stated the one line decrease may not be a true decrease, but rather temporary in nature.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) verified the system and found it was functioning as per MFR's specifications. The log file for the day of this pt's surgery indicated all later functions were operating to specifications. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection were reviewed. The pt presented to the clinic on (B) (6) 2009 with an ocular history positive for contact lens (ctl) wear, and a non contributory medical history. The preoperative uncorrected visual acuity (ucva was 20/cf, the manifest refraction (mr) was -4.50-0.50x070, with variable findings reported for best corrected visual acuity (bcva- ranging from 20/30 to 20/20. The slit lamp examination (sle) demonstrated superior pannus and the ophthalmoscopy findings indicated optic nerve hypoplasia. Surgeon's notes indicated "discussed bcva not 20/20, pt understand." On (B) (6) 2009, the pt underwent myopia with astigmatism lasik with a treatment plan of -4.25-0.50x070. During the 3 week postoperative period, the pt demonstrated variable ucva's, mr's and bcva's with the final ones reported as 20/70, +0.25-1.75x168, and 20/20 respectively. The sle demonstrated trace inflammation, peripheral microstriae and a "lift/rinse" flap was recommended. Flap was lifted, rinsed and repositioned a week later and, one month after, the ucva was reported as 20/60, mr pi-2.25x002 and bcva 20/25. One preoperative and three postoperative orbscan maps were provided. Induced astigmatism refers to the presence of post-operative astigmatism greater than the amount present pre-operatively or now present in the opposite axis. The severity of the induced astigmatism is determined by the magnitude as found in the investigation and in this case it was determined to be serious. In this case the pt wore ctl to the preoperative visit and measurements were taken right after removal of ctl. According to literature, de-adaptation from a contact lens is necessary to allow the cornea and refractive state to stabilize providing an accurate measurement preoperatively (1), in order to develop an accurate treatment plan. This de-adaptation time also depends on the type of ctl (2) (3) and should be followed by two week interval checkups to assess the corneal stability before laser surgery can be considered (3) (4). In this case, the pt was told to discontinue ctl seven days prior to the procedure and there was no documentation of re-evaluation or add'l topographies, to confirm corneal/refractive stability. Nonetheless, the pt was noted for pannus during the preoperative visit, a condition that has been associated with corneal hypoxic stress (5). Presence of pannus indicates tissue compromise, and it may be a concern for pts contemplating corneal refractive surgery (5). Post surgical complications included inflammation and microstriae. Flap striae, is a term used to describe wrinkles or linear imperfections, and can vary in location, pattern, and severity. The cause of the striae can be due to improper surgical technique, poor adherence mechanisms of the cornea causing slippage, among other factors. Effects on visual performance depend on the location and severity of the striae and the determination to re-lift the flap and "stretch" out the striae is dependent on the clinical significance and surgeon's preference (B) (4). Upon telephone conversation with the site's doctor, he had indicated that the variations in bcva's may have been associated with the optic nerve hypoplasia and the apparent one line loss of bcva reported at the last visit, may not have been a true loss as it may be temporary in nature. In addition, a one line loss of bcva may not represent a true loss as it may be associated with variations in testing techniques, and other temporary clinical/pt issues. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the pt's outcome. However, the non-product related factors mentioned above may have been contributors. (B) (4)